Event description:
Reportedly, the device was explanted at implant due to unknown reasons. No further details were provided. The device will be not returned (discarded). Information learned through japan implant patient registry.

Manufacturer narrative:
Device not returned.